Event description:
It was reported that a isleeve introducer sheath tip damage was damaged and a dissection occurred. Procedure summary: vascular access was obtained via a transfemoral approach on a patient with severely calcified vessels. A 14f isleeve introducer sheath was placed. When the 14f isleeve was removed from the patient after the procedure, it was noted that the tip of the 14f isleeve introducer sheath was damaged. The access site in the femoral artery was attempted to be closed with a closure device but contrast showed a small leak. A non boston scientific covered stent was placed and the leak disappeared. The patient is expected to fully recover.

Manufacturer narrative:
H3: device eval by manufacturer: the returned device consisted of an isleeve introducer sheath with the dilator completely pushed into/through the sheath, and out of the sheath tip. Analysis found all 3 were seams expanded. Inspection found one of the three seams was expanded from the tip to approximately 19cm. The second seam expanded from the tip to 20.50cm. The third seam expanded from (measure from tip) 11.50cm to 20.50cm all 3 seams were expand as expected with device usage. Tip opening (damage) is expected with device usage in a procedure to allow ancillary device and valve delivery systems to pass through during the procedure. The reported tip damage was confirmed and the damage was consistent with use during a transcatheter aortic valve replacement(tavr) procedure with difficult patient anatomy.

Event description:
It was reported that a isleeve introducer sheath tip damage was damaged and a dissection occurred. Procedure summary: vascular access was obtained via a transfemoral approach on a patient with severely calcified vessels. A 14f isleeve introducer sheath was placed. When the 14f isleeve was removed from the patient after the procedure, it was noted that the tip of the 14f isleeve introducer sheath was damaged. The access site in the femoral artery was attempted to be closed with a closure device but contrast showed a small leak. A non boston scientific covered stent was placed and the leak disappeared. The patient is expected to fully recover.